Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) reached out to the coordinator and found that multiple cases were completed with no errors. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer reported that the endoscope moved on its own when universal surgical manipulator (usm) arms were being stowed. The customer mentioned that the camera arm possibly rotated all the way. Intuitive surgical, inc. (Isi) technical support engineer (tse) could not find any related errors in the logs. The procedure was completing as planned with no reported injury.